Event description:
I wear a medtronic insulin pump and multiple times while traveling, my blood sugar would go extremely low during flights and then high after the flight. At the time I was using the 770g insulin pump. Trip dates: (B)(6) 2022 and (B)(6) 2024 I wear a cgm so that would notify my that my sugar was dropping so I could eat/drink to bring it up. Post flight, my blood glucose would rise for no reason. I was notified by medtronic recently that the cabin pressure in the plane can effect this and I can report this here. I tested my bg plus my sensor reading multiple times during travel but have deleted where I had documented this info.